Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Received call from nurse stating that customer is hospitalized in ICU due to diabetic ketoacidosis. The blood glucose reading is 565 mg/dl. Customer treated with insulin drip. Nothing further reported.